Manufacturer narrative:
(B)(4). Physio-control determined the cause of the reported/observed malfunction to be a failed therapy cable. Physio replaced the therapy cable from the customer inventory and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy cable was not made available for further evaluation since the customer required it for reimbursement from their medical equipment supplier. Therefore, physio was unable to further evaluate the assembly.

Event description:
During a patient use, the customer reported that the device paddles lead ECG through the therapy cable was inoperative. The device use had no adverse effects on the patient. Physio-control evaluated the device and verified the reported failure. Furthermore, the device was not able to deliver defibrillation therapy through the therapy cable.